Manufacturer narrative:
The device passed functional and performance testing and was returned to the customer. Root cause of the reported injury remain unknown, however broken ribs and sternal fracture is a side affect of CPR and the use of the lucas device. Furthermore, the customer noted that stabilization straps were not used as instructed in the oi. The stabilization strap secures the position of the device in relation to the patient to ensure correct positioning over chest. If the pressure pad is not in the correct position in relation to the sternum, there is an increased risk of damage to the rib cage and internal organs.

Event description:
A customer contacted physio-control to report that some injuries associated with resuscitation were noted at post-mortem of the patient. It was observed that the thoracic ribs had multiple fractures, heart wall had hemorrhages and the bronchus had torn. The patient associated with the reported event did not survive, however the customer confirmed that the device did not contribute to the patient death.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control performed a clinical review and it was determined that it can not be excluded that some of the injuries were caused by lucas CPR. Lucas was not believed to have contributed to the patient´s death. Physio-control performed an initial evaluation of the customer's device and no malfunction was observed. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that some injuries associated with resuscitation were noted at post-mortem of the patient. It was observed that the thoracic ribs had multiple fractures, heart wall had hemorrhages and the bronchus had torn. The patient associated with the reported event did not survive, however the customer confirmed that the device did not contribute to the patient death.